Event description:
The pt received his scs system including a neurostimulator receiver on (B)(6) 1999. It was reported that the pt experienced overstimulation. The receiver was removed and returned to ans for analysis. Follow up on the pt found that no further issues have been reported.

Manufacturer narrative:
Eval, results: receiver failed manual and auto testing. The leadframe had corroded. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.